Event description:
It was reported that the device was working and the pt was satisfied. One day the pt was using her audio processor and was unable to hear anything. An integrity test was carried out and no hearing sensation was present for the pt. The surgeon decided to explant the vorp and re-implant with a new vorp. There was no infection present.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.